Event description:
Patient has hashimoto thyroiditis and fair hygiene. At the time of surgery patient had a diseased mucous membrane. Patient had immediate placement and load. There was mobility at the time of removal.